Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that he had light tremors in the left arm as of (B)(6) 2016. He felt the implantable neurostimulator (ins) was turned off, but could not get it turned back on. The patient was able to sync with the ins, but when he tried to navigate to a different part of the screen he saw the sync screen. He tried a different set of batteries and even bought completely new ones, but this did not resolve the issue. The programmer was stuck on the sync screen and when he did get past that screen, the programmer turned off. This was not an out of box failure. There were no associated symptoms. Additional information received from the patient reported that he saw his healthcare provider (hcp) on (B)(6) 2016 and the hcp was able to turn the ins back on. The patient received a new programmer on (B)(6) 2016 and the issue was resolved. The patient's indication(s) for use were parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.